Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, h6. The event of " capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Later, on follow up reply healthcare professional reported "capsular contracture baker grade iii". This record relates to the right side. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture and capsular contracture was received on april 06, 2026 with lot number 3113611. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis creases, non penetrating nicks and wear abrasion are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported rupture. Later, on follow up reply healthcare professional reported "capsular contracture baker grade iii". This record relates to the right side. The device was explanted.

Event description:
Healthcare professional reported rupture. This record relates to the right side. The device was explanted and it is unknown if it was replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.